Manufacturer narrative:
H4: the lot was manufactured between august 22, 2023 ¿ august 23, 2023. The device was received for evaluation with fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and no evidence of leak was observed from the fill port. The unit was placed upside down and no evidence of a leak was observed. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution backflow from the filling port of a large volume infusor. This occurred when the device was placed upside down after filling prior to patient use. It contained 240ml total volume of 5-fluorouracil (168ml) and saline (72ml). There was no patient involvement. No additional information is available.